Event description:
A home pt's spouse contacted baxter's technical service center for assistance regarding a system error 2240 message that appeared on the display of the display of the home pt's homechoice machine during the automated peritoneal dialysis therapy. Reportedly, the home pt attempted to drive the electric scooter into the kitchen without disconnecting from the setup. When doing so the home pt's transfer set was pulled off the catheter. Baxter's technical service center assisted the home pt's spouse in ending therapy early. The home pt's nurse replaced the home pt's transfer set the next day. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.